Manufacturer narrative:
One device was returned for investigation. Upon visual inspection, it was seen that the device was incomplete as described by the customer. No lot number was provided, no DHR was able to be done. During the manufacture process though, each catheter is checked per quality standards. The failure was simulated by cutting the catheter by needle tip and comparing the two cuts. The cuts were similar which means it was highly probable that the reported failure was caused by the customer when the catheter was pulled back and was in contact with the needle tip which is against the IFU.

Event description:
It was reported that during labor, an epidural catheter snapped at the 14cm marking whilst being pulled back to the optimum depth. A cse was inserted which was effective, however, the first catheter remained in situ. The break appeared clean and atraumatic. The patient went home with their child and is waiting for an urgent CT scan to be done so that it can be determined on what needs to be done next. A lumbar spine x-ray was done prior to patient discharge but the epidural catheter could not be seen. The lumbar spine CT will help to locate the catheter position.